Manufacturer narrative:
Initial and final MDR (B)(4). E1: (B)(6). Patient country: united states.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced events of occlusion alarm with two infusion sets on (B)(6) 2024. Patient reported that the occlusion was in the tubing. No further information was available.